Event description:
It was reported that during a da vinci hysterectomy procedure, the jaws of the fenestrated bipolar forceps instrument would not rotate. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. Failure analysis investigation also found that the conductor wire was broken at the yaw pulley exit and detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley shows no signs of arcing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable could cause or contribute to an adverse event, if to recur.